Event description:
Piece of tampon retained in body- vagina [foreign body in reproductive tract] string came apart, piece of tampon- breakage [device breakage] went to pull out tampon, string came apart and tampon was stuck inside [complication of device removal] case narrative: consumer reported via phone that the string came apart and half the tampon was stuck inside. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.